Event description:
An impella cp was inserted via right femoral artery in a 62 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient was receiving support from the cp when on day 4 of support, the patient developed a gastrointestinal bleed. Heparin was held and an unknown amount of blood products transfused. The patient was also on ECMO, which was decannulated. An esophagogastroduodenoscopy revealed several areas of bleeding, but no intervention required. A second esophagogastroduodenoscopy was performed and 10 clips placed to resolve the bleeding. The cp was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.